Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. The customer's blood glucose was 329 mg/dl. Customer declined further troubleshooting from tandem technical support regarding the reported issue. Reportedly, customer continued to use the pump and also confirmed that manual injections are available for insulin therapy.